Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted and found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a that the up button on their device was gradually becoming more intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.